Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received one shock from the implantable cardiac defibrillator for t-wave oversensing while the physician was suturing the chest and pocket after implant. It was also reported that the lead initially with held for noise, but did eventually shock the patient. The sensitivity was adjusted. The device is still in use. No further patient complications have been reported as a result of this event.